Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the unformed clip came out in the device and the clip could be formed once a three times. There was no unexpected resistance in grasping the trigger. There was no unexpected noise. There might have been torquing or twisting of the device present. The device might have clamped something hard such as an existing clip. The device was fired several times after the event. A competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. Was a cholangiogram performed during the procedure? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.